Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "air bubbles on the albaran channel", scope leaking" . Device evaluation and inspection found deformation of el-connector guide pin. The endoscope watertight condition test failed as water tightness noted lost due to deformation of el-connector. Due to deformation of scope connector (s-connector), water tightness noted lost. In addition, device evaluation found acoustic lens (probe unit) has a scratch which reaches to the glue-layer. Deep cut was observed. Furthermore, the following defects were identified during device inspection: t-nut (elevator channel plug) found loose. S-cover has discoloration. Due to a scratch on distal end, insulation resistance value at distal end does not meet the standard value. A-rubber found dirty. Due to deformation of bending tube, bending angle in up direction exceeds the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "air bubbles on the albaran channel" , reported the scope leaking. The issue found during preparation for use /post processing. There was no patient harm, no user injury reported due to the event. Device evaluation found damage on acoustic lens (probe unit), acoustic lens has a scratch which reaches to the glue-layer. Deep cut on probe unit was observed. This report is being submitted for damaged acoustic lens (probe unit) found on device evaluation (damage due to physical stress such as dropping/knocking ).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the probe was scratched due to wear and damage caused by mishandling and usage time. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use. Warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Do not attempt to bend the endoscope¿s insertion section with excessive force. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the 'as-low-as-reasonably achievable' (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. Is in the freeze mode, no ultrasound energy is emitted. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.